Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit¿s front panel was flashing, and it couldn¿t switch to high intensity mode. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the front panel was flashing on his olympus visera pro xenon light source. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the front panel blinking is likely caused by a faulty turret motor and high intensity motor. However, the cause of the faulty turret and high intensity motor could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that this event occurred during preparation for a diagnostic procedure. Reportedly, no interventions or additional treatments were required as a result of this time. The procedure was completed using the subject device without any delays or reports of patient harm. The customer also confirmed the event date as 26oct2022.